Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilation. However, on the first inflation at 12atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The device was hooked up to an inflation device and it leaked from the midshaft. The shaft is torn 12.4cm from the midshaft bond. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for dilation. However, on the first inflation at 12atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported.